Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through fluoroscopy, the right atrial (ra) lead had dislodged. This was first observed through the use of fluoroscopy. The ra lead, according to the physician, had not been functioning for a while. During a system change out, the physician decided to remove the ra lead. No indication that the leads were replaced. No adverse patient effects were reported.